Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a reset code (and constant tones) after the patient felt he had experienced a shock.